Manufacturer narrative:
The subject device has not been returned to olympus for investigation yet. Olympus will investigate the subject device to determine the cause of this phenomenon after olympus receives it. Olympus will submit a supplemental MDR report after the cause of this phenomenon is found.

Event description:
During laparoscopic cholecystectomy with the subject otv-s7v, a black screen appeared suddenly on the monitor. The user facility started the procedure from 16:00. The black screen appeared at about 16:50 when the procedure was nearly finished. The display came to normal soon but immediately returned to the black screen. The user facility replaced the unspecified scope while the black screen was displayed. After five minutes from replacing, the user facility restarted the subject device. The subject device worked properly. The user facility completed the procedure using the subject otv-s7v. After the procedure was completed, the black screen appeared again on the monitor. The image from the subject device did not come to normal. There was no report of the patient injury other than above.